Event description:
Rptr claims that while at work, she exhibited a rash on all parts of her body that were "exposed to air". She went to the personel health office, and at that time it was felt she has a reaction to bug spray that had been sprayed the evening prior. Since this incident, the rptr has experienced numerous events of nausea and "head cold feelings" while exposed to products such as balloons and blood vials stoppers. The rptr states that she is afraid to leave her home alone, as a result of her reactions. She is not working in the clinical setting any more.